Event description:
The customer reported the e-nmt-01 module provided inaccurate values. There was no reported patient consequence. It is unk at this time what type of sensor was being used with the device.

Manufacturer narrative:
A follow up report will be submitted when the investigation is complete.